Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) and alleged that her one touch verio iq meter displayed an unknown error. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported an alleged meter error issue that occurred at an unspecified date/time. The patient was unable to recall the specific error message. The patient manages her diabetes with oral medication, diet and/or exercise. The patient confirmed she continued taking her usual dose of oral medication after the alleged error message appeared. The patient claims she developed symptom of ¿stress¿ immediately¿ after the product issue began. The patient reported that no treatment was received due to the product issue. During troubleshooting the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ criteria of a serious injury. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.